Event description:
Caller reported aviva blood glucose results: 1:54 am 97 mg/dl 1:53 am 118 mg/dl 1:49 am 73 mg/dl 1:48 am 83 mg/dl 1:47 am 113 mg/dl 1:36 am 75 mg/dl 1:35 am 75 mg/dl 1:34 am 76 mg/dl 1:32 am 209 mg/dl 1:31 am 150 mg/dl 1:29 am 74 mg/dl reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.